Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 172 mg/dl.